Event description:
It was reported that device was stuck in lesion. The target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, the burr got stuck with the lesion. The device was removed together with the system. The procedure was completed using another of the same device. There were no complications and patient was in good condition post procedure.